Event description:
Clinical study: it was reported that 6 months after a drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.7mm, 80% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.509x20mm drug eluting stent in the target lesion with no complications. The pt was discharged the next day on plavix and aspirin. 6 months later the pt experienced a restenosis and required a tvr of the target lesion. The physician placed another taxus stent in the target lesion during the reintervention. The pt was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable and and there was restenosis of the target vessel.

Event description:
It was further reported that target lesion 1 was 15mm long with 0% residual stenosis after stent placement. Final angiography revealed no occlusive dissection flaps and normal antegrade flow. The pt tolerated the procedure. 175 days after the procedure, the pt presented to the emergency room with complaints of severe substernal chest discomfort, radiating to the left amr with mild nausea and shortness of breath, ecgs revealed "sinus rhythm with no acute st segment changes"; cardiac enzmes were negative. Per history & physical, the pt's medications at the time of this admission included asa and "what appears to be ticlid." The pt was admitted and referred for cardiac catheterization. Angiography the next day, revealed, lmca patent, lad 80-90% mid complex in-stent restenosis, lcx patent, rca no occlusive disease. Intervention consisted of ptca to the mid lad. It was noted that during predilatation, a "watermelon seeding" of the balloon occurred with each inflation, limiting inflation time. A 2.5 x 24mm taxus stent was deployed (with the previously placed stent), with 0% residual stenosis following post-dilation. Final angiography revealed excellent patency, brisk antegrade flow and no thrombus or dissection. The pt tolerated the procedure and was discharged the next day on continued asa and plavix therapy.